Event description:
It was reported that the reservoir of a large volume infusor was found with particulate matter. The device was filled with a solution of filtered aminophylline and normal saline. There was no patient involvement. No additional information was available.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured between may 19, 2014 to may 20, 2014. Evaluation summary: the actual device was received with fluid in the reservoir. Visual inspection revealed two white irregular shape particles (0.60 and 0.70 mm in size) floating in the fluid of the reservoir. A ft-ir spectrophotometer scan was performed and revealed that the particles were an acrylic material. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.